Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported suture break was not confirmed as the entire suture was not returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial report, additional reported information indicates that the a cuff miss occurred with the first proglide device. The sutures of two new proglide devices were successfully pre-placed prior to the valvoplasty interventional procedure. Hemostasis was achieved with the pre-placed proglide sutures after the interventional procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices via a 6f sheath using the pre-close technique prior to a valvoplasty interventional procedure. Reportedly, the sutures of the first proglide device "did not come out" and a suture break occurred with the second proglide device. A new proglide device was placed using the pre-close technique. The sheath was upsized to a 14f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.